Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the vio dv integrated electrosurgical unit (iesu) would not power on. The customer site received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The tse had the site reseat the power cord, but the issue was not resolved. The site confirmed that the power outlet was normal, and no error appeared. The site used a third-party esu to continue with the procedure. The procedure was completed as planned with no reported injury. Intuitive followed up but the customer did not provide any additional information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was visually inspected, and no issues were found. System logs did not show any instance of the power issue. The probable root cause is attributed to component failure based on electrical and fiberoptic defects.